Event description:
As reported from the (B)(4) study, a patient experienced a myocardial infarction, coronary artery thrombosis and restenosis approximately a year and four months post index procedure. The patient was enrolled in the (B)(4) study with a 90%, de novo, type b1 lesion in the proximal right coronary artery. The lesion was 9mm in length and the vessel was 3.76mm in diameter. The lesion was treated with a 3.5 x 13mm cypher stent, implanted at 18atm. Approximately a year and four months post index procedure, the patient experienced a myocardial infarction with a totally occluded svg to rca. Additional information received through cec adjudication minutes indicated that on (B)(6) 2011, the patient presented with sudden onset of severe mid sternal chest pain and shortness of breath. Pre-procedure on (B)(6) 2011 at 14:53, the ckmb was 49.2 (nl 5.0, ratio 9.8). The troponin and ck were not tested. On (B)(6) 2011 at 23:57, the ckmb was 85.2 (ratio 17). The troponin and ck were not tested. On (B)(6) 2011 at 11:08, the ckmb was 8 (ratio 1.6), and the troponin was 16.96 (nl 0.04, ratio 424). The ck was not tested. On (B)(6) 2011 at 23:59, the ckmb was 3.2 (ratio <1) and the troponin was 15.23 (ratio 380). The ck was not tested. The ECG core lab reported new, major intermittent inferior st segment elevations of undetermined age, new major anterior st segment depressions of undetermined age, inferior q waves. Repeat angiography on (B)(6) 2011 revealed a 100% in-stent total occlusion, the presence of a thrombus and timi 0 flow in the svg to the rca, as noted by the angiographic core lab, with the comment of "target lesion revascularization." The catheterization report noted the svg to the rca was totally occluded. Additionally, the svg to the diagonal branch was totally occluded, the lad had a proximal 95% stenosis and the native rca was totally occluded in its mid-portion. Lvef was 60%.

Manufacturer narrative:
On (B)(6) 2011, the patient underwent successful thrombectomy, balloon angioplasty and placement of one drug-eluting stent in the proximal svg to the rca. After stent implantation, there was a 0% residual stenosis with reestablishment of timi ii to timi iii flow and complete resolution of chest pain and ECG changes as noted in the catheterization report. The discharge summary noted a discharge diagnosis of non-st segment elevation mi. Concomitant medications included aciphex, atenolol, plavix, nitroglycerin, and simvastatin. Additional information will be submitted within 30 days of receipt.